Event description:
Complainant alleged that medics responded to a call for pt who was suspected to have been down for a while. The device was attached to the pt via multi-function electrodes. When the device was initiated for a shock, a "defib fault 72" message was displayed. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt subsequently expired. However, it was not a result of the reported malfunction.